Manufacturer narrative:
Follow up for MDR correction: a code updated a0203. Device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. We would be very interested in examining product that does not meet your expectations and our quality standards. A photo of the defect or physical sample could assist our quality team in their investigation. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that the reported event was not reportable to the FDA as it is not likely to cause or contribute to serious injury or death. If we receive any information that changes this decision, another follow up MDR will be submitted.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
Materials: unknown batch#: unknown pt is noticing that there is still medication left over in the syringe after she completes injecting. Verbatim: rcc received a complaint via email. Email(s) attached. Notification only (no lot reported) for (B)(4) ¿ primary container/closure ¿ loose & administering difficulty bd syringe lot numbers: unknown takeda awareness date: 31 (B)(6) 2025 patient reported the cap on the dosing needles are flimsy and not as intact as they should be. Pt is noticing that there is still medication left over in the syringe after she completes injecting.